Event description:
It was reported postoperatively the pt developed aortic insufficiency. The pt was placed on thrombolytic therapy 2x without improvement and is being scheduled for elective reoperation. Additional info has been requested.